Event description:
A doctor reported that during a procedure, a pt experienced a posterior capsule tear. During the case, the ultrasound power was only up to five or ten percent when it was set for 60 percent, and vacuum was increased up to 30 mmhg when it was set for 650 mmhg on a-vit mode. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the cpc connector and the solenoid spacers. Preventive maintenance was performed. The system was then tested and met all product specifications. The root cause is unk at this time. (B)(4).